Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a missing end cap sticker.

Event description:
It was reported by the customer's mother that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 318 mg/dl. Customer was trying to bolus but the esc button was not working. Customer attempted to treat with insulin but could not correct with the pump because she had too much active insulin. Customer stated that the act button was unresponsive about 1 month ago. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.